Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of the evolut fx valve, upon the initial deployment attempt, infolding of the valve frame was observed. An attempt was made to recapture the valve and deploy it again, but the same infolding occurred. The valve was recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system and successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012583302); product type: 0195-heart valves; non-implantable device product ID l-evolutfx-2329 (lot: 0012575887); product type: 0195-heart valves; non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2; h3; h6. Image review: a static image and one media file were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. The valve was attempted to be implanted which resulted in an infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the valve was recaptured, and a second deployment attempt was made and the infold persisted. Of note, recapturing an infolded valve will not resolve the infold. It was reported that a new valve was used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.